Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a failure code "500:320:654:0000 (key not working)". This condition has the potential to cause an interruption of delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 500:320:654:0000 (key not working) was confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module with corrosion. The pump head module was replaced in order to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.